Event description:
In (B)(6) 2012 an a 30mm acutrak fusion device 6mm nose, (B)(4), was implanted into a patient's foot. Per the sales representative, the patient's toe healed, but at an unspecified date the screw started to back out of the toe. On (B)(6) 2013, the screw was explanted using a screw removal kit.

Manufacturer narrative:
The act of reporting this incident to a regulatory body is not be construed as an admission of liability for the incident and its consequences.